Event description:
The dental implant fx7008swc was removed on (B)(6)2016 due to loss of osseointegration after 6 years and 6 months after implantation. The doctor indicate that local infection and bone resorption caused implant removal. The patient has been recovered without complications.